Manufacturer narrative:
The reported event of lead dislodgement was not confirmed. As received, a complete lead was returned in one piece with the helix found partially extended and clogged with blood/ tissue. After cleaning, the helix was able to retract and extend by applying torque directly to the connector pin. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were found.

Event description:
Related manufacturer reference number: (B)(4). It was reported, that patient's implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. It was noted, from x-ray, that patient's right ventricular (rv) lead was dislodged, due to twiddlers. The lead and ICD was explanted and replaced. The patient was stable.